Event description:
The patient presented experiencing shortness of breath. The leadless pacemaker (lp) was interrogated and revealed increased capture threshold and increased sensing. An x-ray was performed and the lp was found to have dislodged into the tricuspid valve. This caused tricuspid regurgitation. The lp was successfully retrieved. The patient was in stable condition.